Manufacturer narrative:
It was reported by the hospital contact that in order to isolate the aneurysm, the physician implanted a coil (details unknown) from the third-party at the distal side of the aneurysm. A deltamaxx (lot unknown) was then inserted next. However, it was discovered that the 1st coil inserted was migrating distally, and the deltamaxx was recovered from the patient. Several more third-party coils (details unknown) were then implanted and the 1st complaint presidio (pc418093330/c20707) was used next, but the microcoil was wrong size. The physician attempted to recover the coil. However, the dpu got protruded from the pre-score and could not be re-sheathed. The physician decided to use several more third-party coils (details unknown), and then the 2nd complaint presidio (pc418155030/c28188) was inserted. It was wrong size again and the physician tried to recover the coil. However, this coil¿s the dpu also got protruded from the pre-score and could not be re-sheathed as well. The physician resorted back to using several more third-party coils (details unknown), and the aforementioned deltamaxx was successfully implanted to complete the procedure. There were no patient injury/complications, but due to the event the surgery was delayed for 10 minutes. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the products prior to the event. There was no unintended detachment of the coils observed in the microcatheter or in the vessel. The complained products have already been disposed. No further information is available. The procedure was the coil embolization of an aneurysm at the spa. The patient was a male of unknown dob, whose vessels were neither torturous nor calcified. A parkway soft (asahi intecc) and enpower dcb / cable (lots unknown) were used for this procedure. Based on the information, the event was not confirmed. The product was not returned for analysis; however procedural factors may have contributed to the event. A sterile lot number was not provided therefore a review of the manufacturing documentation associated with this lot could not be performed. No corrective actions will be taken at this time. Concomitant medical products and therapy dates: parkway soft (asahi intecc), enpower dcb / cable (lots unknown), third-party coils (details unknown), presidio (pc418155030/c28188), presidio (pc418093330/c20707). This is an initial/final report. UDI: unknown part number, UDI unavailable.

Event description:
It was reported by the hospital contact that in order to isolate the aneurysm, the physician implanted a coil (details unknown) from the third-party at the distal side of the aneurysm. A deltamaxx (lot unknown) was then inserted next. However, it was discovered that the 1st coil inserted was migrating distally, and the deltamaxx was recovered from the patient. Several more third-party coils (details unknown) were then implanted and the 1st complaint presidio (pc418093330/c20707) was used next, but the microcoil was wrong size. The physician attempted to recover the coil. However, the dpu got protruded from the pre-score and could not be re-sheathed. The physician decided to use several more third-party coils (details unknown), and then the 2nd complaint presidio (pc418155030/c28188) was inserted. It was wrong size again and the physician tried to recover the coil. However, this coil&#38112;the dpu also got protruded from the pre-score and could not be re-sheathed as well. The physician resorted back to using several more third-party coils (details unknown), and the aforementioned deltamaxx was successfully implanted to complete the procedure. There were no patient injury/complications, but due to the event the surgery was delayed for 10 minutes. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the products prior to the event. There was no unintended detachment of the coils observed in the microcatheter or in the vessel. The complained products have already been disposed. No further information is available. The procedure was the coil embolization of an aneurysm at the spa. The patient was a male of unknown dob, whose vessels were neither torturous nor calcified. A parkway soft (asahi intecc) and enpower dcb / cable (lots unknown) were used for this procedure.